Event description:
During atherectomy of the right popliteal artery plague, a basket at the end of a silverhawk wire detached. The basket was located by fluoro in the pt's left groin, and it was surgically opened and removed.